Event description:
Endotracheal tube cuff tested prior to use by deflating cuff. Would not stay deflated, nor inflated indicating cuff malfunction or leak. This happened to 3 out of 5 tubes today. Same lot number.